Manufacturer narrative:
Aga medical does not support using the amplatzer torqvue delivery systems, for multiple uses, nor are these products designed for multiple uses. The instructions for use, precautions and warnings indicate this product is sterilized for single use only. Do not reuse or resterilize.

Event description:
To summarize this event, a re-sterilized amplatzer torqvue delivery system was utilized to deliver an amplatzer duct occluder. The device was malpositioned and upon retracting the device into the delivery sheath, the light blue markerband dislodged from the distal end of the sheath and surrounded the device. The device and dislodged markerband were then successfully retracted into the sheath. There were no complications to the patient. The implanting physician has declined to provide any additional information.